Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vag. Infect") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (ablation and bilateral salpingectomy,unilateral oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea, menorrhagia, fatigue and weight decreased had resolved and the psychological trauma and vaginal infection outcome was unknown. The reporter considered dysmenorrhoea, fatigue, menorrhagia, psychological trauma, vaginal infection and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event injury was replaced with dysmenorrhea (cramping). New events - menorrhagia (heavy menstrual bleeding), psych injury, bladder/urinary problems: vag. Infection, fatigue, weight loss and did not undergo essure confirmation test were added. Outcome of events dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), fatigue, weight loss were updated as recovered/resolved. Case is now incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.